Event description:
Tip of IV tubing broke off and it was unable to connect to patient's IV extension set. This rn disconnected primary IV tubing from patient in order to connect to MRI compatible extension tubing. When connecting the tubing together, the luer-lock on patient primary IV tubing broke and this rn was unable to connect the primary IV tubing and extension tubing. Rn held connection together so IV fluid could continue to infuse until a new tubing could be primed.